Manufacturer narrative:
(B) (4).

Event description:
Customer reported that his wife was receiving erratic readings on her adc blood glucose monitor. Customer reported receiving readings of 37 mg/dl and 315 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Per the physician, the patient received little benefit from the device, and complained of headaches, dizziness and neck pain. The results of an integrity test indicate normal receiver stimulator function with multiple electrode anomalies. Programming around the anomalous electrodes did alleviate the issues. The patient became a non user due to these issues and eventually explanted. The device was explanted (B) (6) 2010. No information on reimplantation was proved at the time of this report.

Manufacturer narrative:
(B)(4).